Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No keypad anomaly could be verified due to the blank display. However, the insulin pump had corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, stained end cap sticker and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 219 mg/dl. Customer mentioned a few weeks earlier she had a battery leaking issue, but the pump had been working fine. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.